Event description:
It was reported that at implant, venous access was difficult and there was little room under the clavicle so moving the lead was challenging. Acceptable measurements were obtained, however, there was not much current of injury and the next morning the lead had dislodged. The physician attempted to reposition the lead but was unsuccessful. The lead was explanted and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, the distal conductor was distorted, all conductors had blood/body fluid (not obstructed), the inner insulation was kinked buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched. Visual analysis noted apparent explant damage.